Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances of greater than 2000 ohms. The system remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the header and lead barrels noted no irregularities. All seal plugs were intact. Seal ring marks indicate full lead insertion in all lead barrels. A 500 ohm load was connected to the lv and commanded lead impedance test noted a measurement of 559 ohms which is within the tolerance of the circuit. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information became available that this left ventricular (lv) lead was explanted along with the device due to previously reported out-of-range (oor) impedances. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4)